Event description:
The rotator broke during a left ventriculogram. No harm injury was reported. Customer reported two defective devices but has not provided additional info or clinical details for the additional event. This single form FDA 3500a report will be submitted.

Manufacturer narrative:
Device eval: two used devices were returned for eval. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found the similar complaint for this lot number. The devices were visually examined and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. The sub-assemblies used in this lot were built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: device history record was reviewed. Complaint database was reviewed.